Manufacturer narrative:
Blood was observed on the adhesive pad and the soft cannula of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. A tear was found in the unexposed portion of the soft cannula. The tear was observed 6.1mm away from the needle head. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. The internal leak caused some corrosion on the pcb. The downloaded data suggests no issues with delivery of insulin. No timeouts or drive stalls were observed in the downloaded data. Although the data does not show struggle to deliver insulin, an internal tear disrupts proper drug delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 29 mmol/l (522 mg/dl). The pod was worn between 37 and 48 hours on the arm. Hyperglycemia treated with correctional bolus.